Event description:
It was reported that the device seemed to have a defect where the catheter meets with the hub as if it wasn't sealed appropriately. As a result, blood was seeping out after the IV has been inserted. There was patient involvement, but the patient was not harmed or injured.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No product was returned for evaluation. As the product was not returned for analysis, the complaint could not be verified and the cause could not be determined. A device history review identified one in-process nonconformance. However, the nonconforming product was from totes was not included in lot # 4455905 and was scrapped 100%.